Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod, chapter 3 / page 37: warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes, chapter 13 / page 171: infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged, signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
Patient stated she noticed irritation while she was wearing the pod on the arm for a few minutes at the beginning of august. She noticed the irritation broke out quickly. She removed the pod and called her primary care physician's office. While she was on the phone with the office, she spoke to a nurse practitioner. After she gave details of the irritation, she was prescribed triamcinolone cream to apply 3 to 4 times a day as needed for a week. The patient used the cream for 3 days because the irritation healed. She mixed the cream with neosporin and applied it to her site.